Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose readings of 448 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Small air bubbles and no delivery, no reservoir and weak battery alarms were noted in the alarm history. The high pressure test was performed and passed. No further information reported.